Event description:
It was reported, the pt had pain at the ipg site. F/u identified the physician may undertake an ipg pocket site revision due to the tenderness at the site. The physician planned to reevaluate the issue at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.